Event description:
It was reported that one day post implant, the lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.